Manufacturer narrative:
Testing was performed at abbott diagnostics (B)(4), inc. On retained kit lot m166091 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 191-000 / lot: m166091, test base part number 190-430 / lot: m166091. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m166091 showed that the complaint rate is (B)(4). Abbott diagnostics (B)(4) was unable to determine the exact root cause of the reported issue. However a possible assignable root cause is sample interference or cross contamination.

Event description:
The customer reported a unconfirmed false positive result with the ID now covid-19 assay performed on (B)(6) 2021. No additional patient information, including treatment and outcome, was provided.